Manufacturer narrative:
Final device investigation found that the inner ring of the seal cap was no longer intact. There were several cracks in the seal ring of the seal cap to the point where several segments of the ring were fully separated. The pieces that were returned to the MFR did not account for all the missing pieces of the seal ring. The device passed the leak test with no plug inserted into the device. As the seal cap was broken, the leak test with a plug inserted into the device was not performed. It is believed that any loss of pressure would have been due to the seal cap not containing the pressure when a device was inserted through the sleeve given the damaged seal ring.

Event description:
It was reported that during an emergent laparoscopic surgery the seal of the device was not working, and the device would not hold gas. Several pieces of the device broke off inside the pt. Three pieces of the devices were retrieved from the abdominal cavity within 30 minutes of surgery. It was not known whether all of the pieces were retrieved. The pt was reported to be fine.